Event description:
Same case as MFR report #: 6000093-2007-00952, -00953, - 00954. It was reported that the pt expired 381 days following a coronary artery drug eluting stenting treatment procedure. The initial procedure identified and treated four target lesions during a staged procedure. The procedure was preceded by an acute myocardial infarction. A distal protection device was utilized for all four lesions. Target lesion one was a de novo, 95% stenosed, mildly tortuous, 3.5x10mm lesion of a svg (saphenous vein graft) to the proximal cx (circumflex) and was treated with predilation and placement of a 3.5x24mm taxus express2 drug eluting stent. Target lesions two, three and four were treated three days following the treatment of target lesion one. Target lesion two was a de novo, 80% stenosed, mildly calcified, mildly tortuous, 3.5x5mm lesion of a svg to distal rca (right coronary artery) and was treated with direct stenting using a 3.5x16mm taxus express2 drug eluting stent. Target lesion three was a de novo, 95% stenosed, mildly calcified, 3.5x10mm lesion of the svg to mid rca and was treated with direct stenting using a 3.5x24mm taxus express2 drug eluting stent. Target lesion four was a de novo, 75% stenosed, mildly calcified, mildly tortuous, 3.5x10mm lesion of the svg to proximal rca and was treated with direct stenting using a 3.5x20mm taxus express2 drug eluting stent. Residual stenosis at each lesion was 0%. The patient was discharged nine days following the initial procedure. The patient's death was reported by his wife at the time of the two year study follow up. The cause of death is unknown. No autopsy was performed. The investigator reported the device causality for this event was unknown.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. The manufacturing records for this batch have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The cause of the difficulties stated in the complaint could not be determined.